Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), differing proximal and distal neck diameters (aortic taper) outside the intended aortic diameter requirements for a single endoprosthesis diameter requires the use of multiple endoprostheses of different diameters. Per IFU, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Event description:
On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu404020j/16073016; distal) and a non-gore manufactured stent graft (proximal) to treat a thoracic aortic aneurysm. Prior to the procedure, a surgical bypass of the arch branch vessels was performed. On (B)(6) 2018, a follow up computed tomography scan reportedly identified a penetrating atherosclerotic ulcer (pau) originating at the distal end of the gore® tag® device. According to the report, the 40 mm gore® tag® device was over-sized for the distal landing zone of the descending thoracic aorta (diameter at time of implant is unknown), and may have contributed to the pau. On (B)(6) 2018, the patient underwent re-intervention procedure whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted distally to cover the pau entry tear. A procedural angiograph reportedly showed a distal type I endoleak. Another gore® tag® device was implanted distally to treat the endoleak. The endoleak was resolved, and the procedure was concluded with no adverse events. The patient tolerated the procedure.